Event description:
The pt presented to the clinic in 2008 with a loss of therapeutic effect of their intrathecal drug delivery device. The patient's symptoms included reported "withdrawal symptoms", severe low back pain, fidgiting, nausea, somnolence, and weakness. The pain had been severe enough, the pt had been to the ER where they were given morphine injection and oral mso4 (15 mg). A rotor test was performed which indicated the rotor moved 90 degrees. Under fluoro, it appeared the proximal catheter had disconnected from the pump. The following day, the pt was referred for a dye test and further eval of the pump. The catheter failure was confirmed via dye study on the next day. On four days later, the pt underwent thoracic medical branch block (t2-t5). The pt also received electrical stimulation. The pain was reportedly "not easing up" following the treatments. The pt experienced cognitive clouding, and unsteadiness from the medication treatments. Two days later, the pt underwent replacement of their intrathecal catheter. The pump was also replaced due to it being near battery depletion. The drug used in the pump is preservative free morphine 60 mg/ml at a dose of 15 mg/day. The pt recovered without sequela.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.